Event description:
It was reported that the screw backed out from a cervical cage post-op. The anti-migration locking bar of the cage reported was not broken. The revision surgery was performed approximately six weeks post op.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event.